Manufacturer narrative:
The device was not explanted. A review of the diagnostic data showed no indications of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient passed away due to complications from their heart and pacemaker. There were no previous reports of device-related issues and the patient had been receiving effective pain relief prior to the passing. Nevro attempted to obtain a medical assessment from a physician but no additional information was available.